Manufacturer narrative:
Additional information received from the local field representative indicated the patient was scheduled for a device replacement procedure in the near future. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
The local area field representative indicated that the information was communicated to the physician. A recommendation was also made to put a life vest on the patient. No additional information has been received regarding the outcome of this issue. The local area field representative planned to contact the clinic to determine if a procedure has been scheduled.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code upon interrogation. It was reported this device had not been interrogated since 2013. The information available indicated therapy was 'off' as a result of battery depletion. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated the device was explanted and successfully replaced. No additional adverse patient effects were reported.